Manufacturer narrative:
Correction: d1, h6 (annex f). Updated: b4, d9, g3, g6, h2, h3, h6 (annex b, c, d). The oad was returned for analysis. The issue with the device not powering on during the procedure was able to be confirmed after review of the device data log. The device data log showed two low speed attempts that ended in 48 volt power loss. It is possible the power loss was a result of the saline pump unexpectedly shutting off, going into standby mode, or a loose connection with the power jack. However, this was unable to be conclusively determined. During analysis, the oad spun on both speeds and functioned as intended. The exact root cause of the event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) would not power on during the procedure. This resulted in a clinically significant delay to the patient. The patient experienced aminophylline toxicity due to the prolonged case. A new oad was used to complete the procedure.

Manufacturer narrative:
H6 health effect - suggested clinical code 4581: aminophylline toxicity. The investigation is ongoing. A supplemental report will be submitted once the investigation is complete.